Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable pump. The indication for use was failed back surgery syndrome and non-malignant pain. The patient reported they were scheduled at the va last thursday for the pump replacement but then the va called and stated he had to make an appointment through the cardiologist first. The patient wanted to know if manufacturer could move the process along. The patient stated that for about ¿5-6 months or so" he noticed the pump is trying to climb out of his body. The pump has come loose from the mesh pouch and the pump is actually moving around since it is no longer being held by the pouch and the tip of the pump is now pointing toward his belly button instead of at the 12 o'clock position. The patient goes back in on july 26th for a refill. The patient stated he had the physician reduce the dosage until it got to just the exact rate point. The patient was not in pain and there are no side effects. The patient stated that the surgeon believes that the patient has street drugs in his pump and the fentanyl was giving to him by the pain physician. The patient was redirected to their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that the pump was replaced.